Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced event of infusion set leaking at quick release. The infusion set had been used for 2-4 days. No further information was available.

Manufacturer narrative:
(B)(6).